Event description:
It was reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. A replacement pump was sent.